Event description:
It was reported that a bridge bolus was not performed when old conc: 500mcg/ml (programmed), new conc: 2000mcg/ml and new dose 250mcg/day (programmed) with flow rate .020ml/hr. The drug was baclofen (lioresal) and it has been infusing for 2 hr. 0.0416ml was delivered. Ttv: .335 ml - 0.0416ml = .293ml left to bridge. Single bolus: 586mcg. Duration 14hrs 3 min. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).